Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensors and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.unable to confirm needle complaint due to customer return sensor without needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor electrode broke in two and a part of the sensor might have remained in the customer's body. The customer's blood glucose levels are unknown. The customer had received multiple sensor error alarms. The customer was advised to contact his/her health care provider for the removal of any sensor pieces. The product is being returned. Nothing further was reported.